Event description:
As reported by the user facility: brief inquiry description microbubbles of air in the blood tubing. Detailed inquiry description on 7/14/25, the clinic reported microbubbles of air as well as external leaks at the pt. Connectors of sl bloodlines. This problem started when the clinic begun using sl bloodlines with alternate style patient connectors. I instructed the nm to review with staff the correct technique of connecting the patient connectors to the fistula needles and locksite ports. The nm informed me that after the inservice they have observed significantly less air bubbles and had no more leaks. However, on 7/22, the nm again reported increased number of microbubbles and emptying arterial pod's. She further stated that microbubbles are predominantly seen in the patients with fistula needles (approximately 3/4 of all patients). The clinicians are very concerned and asking to have this resolved as quickly as possible. The clinic is not able to disinfect the used samples. Therefore, they will send the unused lines form the lot in question.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
Additional information: d9 device returned to manufacturer date. This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused samples and four (4) photographs were provided for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with passing results. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.